Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 2 implanted clips. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that clip did not open and the lock line was noted to be broken, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2015, two mitraclips were successfully implanted reducing mitral regurgitation (mr) from 3-4 to 1. On (B)(6) 2016, an echocardiogram was performed, which found a new jet. Mr had increased to a grade 3 due to progression of disease. A new clip delivery system (cds) was advanced to the left ventricle; however, when retracting the lock-lever to open the clip, a noise was heard and the clip would not open. The cds was retracted into the steerable guide catheter (sgc) without any problems. After the cds was out of the anatomy, it was noted the lock line was broken at the clip. Another cds was advanced to the mitral valve; however, that clip failed to grasp due to the anatomy and was not implanted. The procedure was aborted. Mr grade remained unchanged at 3. No additional treatment was planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation. All available information was investigated and the reported lock line break and mechanical jam (clip repeat opening) was confirmed. The reported noise (device operates differently than expected) could not be replicated in a testing environment. The reported noise was likely a symptom of the lock line break. The investigation concluded that the reported noise and mechanical jam was due to the cable break; however a definitive cause for the cable break could not be definitely determined. In this case, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the lock line break leading to mechanical jam; however, this cannot be confirmed. In addition, the reported noise heard by the user is related to procedural circumstances and was likely attributed to the sound of the breaking lock line. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.